Event description:
The customer observed non-reproducible, falsely elevated vitro trop I es results on multiple pt samples from (B)(6) to (B)(6) 2009 on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer had reported the initial results for some of the affected patients, however, there were no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering subsystem returning the vitros eciq to expected operation. Following the service activity, the customer has had no add'l occurrences of non-repeatable falsely elevated results. The root cause is instrument related.